Event description:
Complainant alleged that during functional testing, the device appeared to have reset configuration settings. Complainant indicated that there was no pt involvement in the reported malfunction.